Event description:
User alleges air bubble was found, approx 2cc, in the fluid line during drop infusion. The hosp does not remember what system they were using the disposable with. No adverse outcome reported.